Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 390 mg/dl and 80 mg/dl; 110 mg/dl, 183 mg/dl, 182 mg/dl, and 94 mg/dl. Sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.